Event description:
Device was used during a lower anterior resection. Reportedly, anvil disengaged into the pt's cavity. The surgeon was able to retrieve the component and complete the procedure without any pt injury.